Manufacturer narrative:
The last calibration was done on 17-dec-2020 and was acceptable. The qc recovery was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg test system results for one patient tested on a cobas e411 disk. The customer confirmed hcg calibration and qc were acceptable prior to patient testing. The patient's initial hcg result was reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. On (B)(6) 2021 and at 18:59, the patient's initial hcg result was 17.15 miu/ml with a data flag. At 19:23, the patient's first repeat hcg result was 0.534 miu/ml. On (B)(6) 2021 and at 01:15, the patient's second repeat hcg result was 0.500 miu/ml with a data flag. The customer determined the patient's result of 0.534 miu/ml was correct and this result was reported outside the laboratory. The hcg reagent lot number was 45804501 with an expiration date of 30-jun-2021.